Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user dropped their ilet, resulting in a cracked screen that became unresponsive. The user was unable to operate the device and reverted to backup insulin therapy. A replacement was arranged. No blood glucose impact or injuries were reported.